Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to the FDA as the complaint was received via medwatch user report. If a product is returned this case will be re-opened, an investigation will be conducted and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report (mw5083921) from the FDA which reported the following information: a customer reported his adc freestyle libre sensor produced readings that were ¿over 50 different from a blood reading¿. There was no report of any self or third-party medical intervention. No actual readings were reported. There was no report of death or permanent injury associated with this event.